Event description:
A us distributor contacted zoll to report that a patient developed a boil under the lifevest equipment. The patient described the area as a boil under vibration box from it rubbing on patient¿s skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician lanced the boil and prescribed antibiotics for the boil. Follow up indicated that the boil improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.